Event description:
It was reported that while in the cardio cath lab, the md followed the instructions for use, specifically vacuuming the intra-aortic balloon (iab) prior to insertion. The teflon sheath was inserted via the patient's left femoral artery. As the md was inserting the iab through the sheath, the md met resistance and as a result, the iab and teflon sheath were removed as one unit. There was no excessive bleeding and the md used the same insertion site for the replacement iab. There was no reported patient death or injury. There was a reported delay / interruption of a few minutes. There were no patient complications and the outcome of the patient is described as "there is no severe result." Additional information received on (B)(6) 2012 stated that the spring wire guide remained in the patient and was used for the second iab. The md does not know how many centimeters the iab was inserted into the sheath before becoming stuck.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.